Event description:
It was reported that the device system was explanted due to infection; culture was taken, organism unknown. Location of infection was the device pocket with redness at the pocket site; date of onset unknown. Patient status at time of this report was noted as "alive - no injury/no adverse event." Drug(s) delivered via the device were unknown.

Manufacturer narrative:
Catheter model: 8781, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; programmer model: 8835, serial # (B)(4). (B)(4).